Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a colon resection procedure; staples did not fire. The procedure was completed using an alternate device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tx60b device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.